Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called with accuracy issues on his meter. Analysis run on clark error grid using mean avg reading (221) as reference point vs. Bd readings (279, 170, 87, 68) yielded some data points in the e range of the grid, outside acceptable limits.